Manufacturer narrative:
Initial reporter customer (person): postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the inner stylet of a quick-core coaxial biopsy needle set was difficult to remove from the coaxial needle. The physician was able to separate the stylet and needle by using forceps and "a lot of force". This occurred prior to patient contact. The device was used with no further issues. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: birmingham heartlands in the united kingdom stated that the dtn coaxial needle would not separate. The needle was part of a qcs-18-15.0-10t set, from an unknown lot. The physician was able to separate the stylet and needle by using forceps and "a lot of force." The device was used with no further issues. A review of the instructions for use (IFU), and quality control procedures of the device, as well as a visual inspection and functional test of a similar device returned from the same customer, were conducted during the investigation. The device was not returned to cook for evaluation. The customer did send a photograph to aid in the investigation. The image does not show any visible damage to the device. Additionally, the same customer returned a similar device (reported under medwatch report #: 1820334-2021-02143). Investigation of the returned device showed that the trocar stylet was too tight, the use of channel locks was needed to separate the stylet from the needle. Cook found no evidence the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. There are process checks during the manufacturing process to identify non-conforming product and prevent non-conforming product from leaving house. The customer was not able to provide a lot number for this product, so the device history record was not able to be reviewed. A sales search could not determine the possible lot. This product is supplied with an instructions for use (IFU) pamphlet t_qc_rev6. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the device master record, there is no evidence that the device was manufactured out of specification. Cook found no evidence of non-conforming material in house or in the field. There are process checks during the manufacturing process to identify non-conforming product and prevent non-conforming product from leaving house. A project was previously opened to investigate this failure and updated the quality control inspections. While the lot number is unknown, all sales of this rpn to this customer occurred prior to the project correction date. Therefore, the cause of this event is quality control deficiency. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.